Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their previous implantable pulse generator (ipg) had "went dead" without any notice while they were walking for exercise and emergency ambulance was called. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.